Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection showed that the defib conductor was distorted.

Event description:
It was reported that during implant attempt, the distal coil appeared separated as soon as it was inserted. The helix would not deploy and impedance was greater than 2800 ohms. The lead was not implanted. No patient complications have been reported as a result of this event.